Manufacturer narrative:
The snap base and 5 cm of the ventricular catheter were returned for eval. Proteinaceous debris was found in the catheter flow holes. The catheter was returned disconnected from the snap base. The suture was present on the sleeve of the snap base. A review of the mfg records showed no anomalies. On (B)(6) 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.

Event description:
Medtronic neurosurgery received a report that a male pediatric pt demonstrated disconnection of the bioglide ventricular catheter from the rickman reservoir and remainder of the distal shunt system. According to the report, the pt had fallen from his wheelchair down two flights of stairs prior to disconnection.